Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent minimum fill messages with multiple cartridges. Reportedly, the cartridge would be filled with 300 units of cold insulin. Contact also stated that they do not perform the cartridge air removal technique prior to filling the current cartridge with insulin. Contact reported that the customer had a blood glucose level of 41 (mg/dl) that was addressed by consuming food and juice. Contact was able to successfully load a new cartridge on the pump. Tandem technical support instructed the customer to use room temperature insulin to fill the pump cartridges.